Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during an implant procedure for the implantable neurostimulator (ins), the physician was had trouble steering the lead component when using the stylet. It was noted that the lead was preloaded with bent stylet. The physician tried adjusting the tension on the stylet by releasing it from the grooved handle, then retracting it. When the doctor attempted reload the stylet into the grooved handle the last few inches would advance and kept hanging up on the distal segment of the lead (which had a slight curve). He then changed the stylet, reloaded into the lead but it would still not advance past the curved distal segment of the lead. The physician did not attempt to manipulate the lead during the implant. The physician then requested a new lead which was then implanted into the patient without any difficulty. If additional information is received, a follow up report will be sent.